Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found to the reported event. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Concomitant products: pn# 65875305601 ln# 62824563 shell with cluster holes porous 56 mm o.d. Size kk for use with kk liners with calcicoat ceramic coating.

Event description:
Patient¿s right hip was revised approximately one month post-implantation due to infection. The liner, head and stem were removed and replaced. No further information has been provided.

Manufacturer narrative:
This follow up report is being filed to relay corrected information. This information does not change the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.